Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system was defective. This was discovered before use. The following information was provided by the initial reporter: material no.: 383323, batch no.: 9275834. It was reported that a small bleb was found on the end of the catheter.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system was defective. This was discovered before use. The following information was provided by the initial reporter: material no.: 383323 batch no.: 9275834 it was reported that a small bleb was found on the end of the catheter.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-05-20. H.6. Investigation summary a device history record review was performed for provided lot number 9275834 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, one picture sample and one physical sample were returned for evaluation by our quality engineer team. At this time the physical sample could not be handled at our manufacturing facility due to covid-19 concerns. A thorough investigation utilizing other methodologies, the provided picture, and available information was be completed to the best of our ability. Through examination of the picture sample, an object was observed on the catheter tip, however, it could not be identified through the picture. As the production history review did not reveal any related issues, an exact cause could not be determined for this incident. Our quality team will continue to monitor the production process for signs of this potential defect and any emerging trends.